Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pacing impedance measurements of an unspecified value. Boston scientific technical services (ts) discussed a method to attempt to view measurements. No adverse patient effects were reported. This lead remains in service.